Event description:
It was reported that the impedance on the right ventricular (rv) lead has been rising steadily over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum v pace impedance rises from 1368 ohm the week ending (b)(60 2012 to 1976 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071 x 2 implantable pacing leads 2010 (B)(6); 5866-38m adaptor 2010 (B)(6); 4574 implantable pacing lead 2010 (B)(6); d274trk implantable cardioverter defibrillator 2010 (B)(6). (B)(4).